Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pod coil, a lantern delivery microcatheter (lantern), and a neuron max 6f 088 long sheath (neuron max). It was reported that on (B)(6) 2020, the patient was treated for a pulmonary arteriovenous malformation (pavm) and resulted with the flow through the huge coil mass being ninety-five percent stagnant. However, on (B)(6) 2020, the physician reanalyzed the pavm and decided to place a pod coil behind the existing coil mass. During the procedure, while the physician attempted to place a pod coil behind the coil mass, the pod coil unintentionally detached with approximately forty centimeters of the pod coil remaining outside the coil mass. The physician then attempted to draw negative pressure on the lantern; however, it was unsuccessful. Then, the physician attempted to draw negative pressure while removing the lantern; however, it was also unsuccessful. Afterwards, the physician attempted to use a micro snare but was also unsuccessful. Lastly, the physician used an ensnare through the neuron max to remove the pod coil and was successful. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.